Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2023. The following additional information was requested: is tdbbma also involved in this complaint? Or was this an error? If tdbbma is involved in this complaint please answer the following: 1. Did a device malfunction occur during the same procedure as lot # sdbcux? 2. If yes, please describe the malfunction that occurred for lot tdbbma: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/23/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it received thirty-three packets, and a detached needle that pertain to product code 8710h. After investigation of all samples, the swage and attachment area were not as expected; since the stake hit was on the edge of the swage area of the needles. This caused the suture to be detached from the needles. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/24/2023. Additional information was requested, the following was obtained: the attached photo lists tdbbma. This complaint is for lot # sdbcux, 33 unopened samples were returned for lot # sdbcux. Is tdbbma also involved in this complaint? Or was this an error? If tdbbma is involved in this complaint please answer the following: 1. Did a device malfunction occur during the same procedure as lot # sdbcux? 2. If yes, please describe the malfunction that occurred for lot tdbbma: contacted with the sales rep today via phone, the photo lists tdbbma attached by error. There's no complaint for lot tdbbma. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mitral valvuloplasty procedure on 06/21/2023 and a suture was used. The problem of the suture pulling off needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested